Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 275cc and experienced bilateral rupture post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2022. This report is for the first of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 27 2022, additional information was received indicating the date of implantation was (B)(6) 2006. The device serial numbers were identified as (B)(6). The patient's date of birth was identified as (B)(6) 1960. This report is for the right breast prosthesis. On mar 30 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. On apr 5 2022, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant was found to have a tear (a) on the posterior view between the union of the shell and patch. In addition, an area of shell abrasion was noticed on the anterior view and a tear (b) was found within the shell abrasion, measuring approximately 2.5 cm. A microscopic examination was performed, and the cause of the tear (a) could not be identified. Therefore a thickness measurement was conducted on the shell at the tear (a), and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the ruptured (a), the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The evaluation determined that the cause of the rupture (b) is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).